Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
The customer reported that ¿check iab catheter¿ alarm was generated during cardiosave intra-aortic balloon pump (iabp) therapy repeatedly. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue, the fse replaced the scroll compressor and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that ¿check iab catheter¿ alarm was generated during cardiosave intra-aortic balloon pump (iabp) therapy repeatedly. No adverse event was reported.